Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic bilateral totally extraperitoneal (tep) surgery, while fixing the mesh, the device did not work correctly. On one occasion the mesh was left hooked to the applicator because the tacker did not finish coming out and fell into the preperitoneal space. The 3 tacks were located and extracted using a laparoscopic technique without any adverse event. There was no patient injury.